Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the drill and reamer snapped in surgery. New set opened was used which extended surgery time by 5 minutes. There was no patient impact. All broken off pieces were retrieved. There was no further information from the hospital. They are looking for the broken item as once it was sterilized it went missing. This is report number 2 of 2 for (B)(4).